Event description:
A mitek sales rep is reporting the device scratched guidewire that come through the cannulated section and produced metal shavings in the patient's joint space. A shaver was used to remove the shavings. There were no reported patient consequences. Please also see 1221934-2008-00430

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a root cause failure analysis. The results of our evaluation will be the subject of a follow-up report.